Event description:
Curette instrument handle being used during total hip procedure fell apart as the surgeon was using it. Instrument portions retrieved and wound irrigated. Item sent to central processing to be cleaned. FDA safety report ID # (B)(4).